Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was covering the balloon proximal bond and the advancer tube was engaged to the distal tamp lock. Blood was found on the distal end of the sealant. The catheter, shuttle cartridge and the advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. A review of the lhr was not possible as the lot number was not provided. Based on the provided information, the investigation performed and no returned introducer sheath for physical investigation, the root cause for the reported event could not be conclusively determined.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Following the procedure, the technician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the technician went to shuttle down, the technician could not slide down the green shuttle, it was stuck. The balloon was deflated and the device was removed from the patient. Manual pressure was held at the access site for less than 30 minutes. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. When the device was outside of the patient, another technician shuttled down and the green shuttle moved freely.